Event description:
It was reported that the catheter was inserted into the patient and the balloon would not deflate. A urologist had to be called in to puncture the balloon with a needle, under cystoscopy.

Manufacturer narrative:
The reported event was inconclusive. Due to poor condition of the returned sample, a complete evaluation could not be performed. Received 1 used cut up catheter with the drainage bag and the foley tray labeling. The catheter was received cut into 5 pieces. The sample was visually evaluated and no pinch or blockage observed. Per the functional testing, water was introduced into the inflation lumen of the shaft using a needle syringe, and it flowed out of the inflation eye easily with no obstruction. It was unable to be determined the deflation time of the used sample due to poor sample condition. It was unable to be determined what elements existed during the placement and use of the catheter. The following results were found during the dimensional evaluation: concentricity (full inflation volume) n/a eye snip length 3/32¿ eye snip width 2/32¿ eye snip distance from distal cuff 4/32¿ eye snip distance from proximal cuff 14/32¿ rubberize thickness 8 thou inflation lumen coverage 9 thou balloon thickness (average) 27 thou reinforcement 185 thou length of cut pieces: first piece 5cm second piece 7.5cm third piece 8.5cm fourth piece 10.5cm fifth piece 17cm the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Warning: 1. On catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. 2. After use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was inserted into the patient and the balloon would not deflate. A urologist had to be called in to puncture the balloon with a needle, under cystoscopy.